Manufacturer narrative:
Reported event of unspecified fitting issue was confirmed and the reported event of missing component was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the left ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The setscrew anomaly is consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented in-clinic for a device change-out procedure. During the procedure, one of the set screws on the replacement implantable cardioverter defibrillator (ICD) was unable to be engaged. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Event description:
Additional information received noted that the implantable cardioverter defibrillator (ICD) was missing a set screw.